Manufacturer narrative:
The device was returned for analysis. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to use of the 2.25x08 mm xience skypoint stent delivery system (sds), it was noted that the stent was not in the proper position on the balloon. The edge of the stent was not on the proximal marker. There was no resistance removing the device from the packaging and no resistance when removing the protective sheath. The device was not used and there was no patient involvement. A new xience skypoint sds was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.